Event description:
It was reported that an ilet bionic pancreas exhibited an intermittently unresponsive sleep/wake button, documented by customer-provided video and persistent on subsequent use, and a replacement device was issued while the user reverted to backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health beyond temporary therapy interruption managed by use of backup therapy. Investigation included review of the complaint details and available video evidence with device replacement and return for analysis. Investigation of this case revealed a suspected mechanical or electrical malfunction of the user interface button consistent with a device component performance issue of the sleep/wake control. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.